Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp). It was reported that was reported that the cause of the emi experience was because of the dead battery and lead failure. The lead and battery were replaced/changed on (B)(6) 2018. It was noted that the battery that was implanted in 2002 was explanted and discarded. The lead that was implanted in 2002 totally/entirely remain in the patient. Also, the hcp indicated that the dead battery was due to a normal battery depletion. As far as the cause of the lead failure, the hcp noted it was due to it aging and the lead failure was first observed in (B)(6) 2017. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported on (B)(6) 2018 that the patient had surgery on (B)(6) 2018 due to a dead battery and it was replaced. Battery was replaced because it was not working anymore due to normal battery depletion and lead failure. A new lead was implanted and the old was not explanted due aging, because the implant of the old lead was done in 2002. No further complications were noted or anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 3886, lot# j0206519v, implanted: (B)(6) 2002, product type: lead, ubd: unk, ubi: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp): the cause of the emi experiences was stated to be due to dead battery and lead failure, the product was already replaced. When asked whether product would be returned for analysis, the hcp responded no, device was not removed, only lead and battery were changed. Product status was unclear from conflicting information given, although the manufacturer device registration showed the lead capped; additional follow up was done. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Patient said something caused their stimulation to turn off; it can be noted that it sounded like the patient was referring to electromagnetic interference (emi). Prior to today's call, the patient changed batteries in their patient programmer (pp), but the pp wasn't doing anything besides display the green pp battery light. As a result of what was reported, the patient was redirected to their healthcare provider (hcp) to check the ins battery status. The patient suspected the ins may need to be replaced. Patient noted the issue occurred 1.5 to 2 months ago which was when they saw therapy turned off and the patient couldn't use their pp to communicate with the ins. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: the cause of the programmer's inability to communicate with the implant was determined to be that the implant battery was dead and replacement was planned for (B)(6) 2018. No further patient complications have been reported or are anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.